Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
In this event it is reported that abutments is believed to fragmented, that a patient experienced a dental implant loss. Site12 the implant fractured and 14 and 15 have screw fragments still inside, it was believed the screw fragments are from balance base abutments.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional health effect- clinical code 2013. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 2547, component code - 568, investigation findings code - 3221. The correct codes for this complaint are: medical device problem code - 1260, investigation findings code - 3252 and 3243. This is a follow up report for the removed and corrected codes. Device received for this event is being corrected from atlantis abutment ti catalog # 35502 to unknown ankylos cx implant catalog # unk ankylos cx implant. This is a follow up report for this corrected information. Removing UDI# (B)(4) that was previously reported in the initial report. This is a follow up report for this corrected information.